Manufacturer narrative:
Patient information was unavailable from the site. Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. Analysis of the patient exams was performed. The error messages were able to be replicated.

Event description:
Medtronic received information regarding a navigation device being used for an electrode and probe placement procedure. It was reported that system displayed an error message for low performance. There was no reported delay to the procedure due to this issue. There was no impact to patient.

Manufacturer narrative:
The reported issue was reviewed by medtronic personnel. The review found that the issue was consistent with a known anomaly in the medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Software analysis was conducted and the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.